Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted and replaced due to suboptimal lead measurements. The physician suspects insulation damage. There were no adverse consequences to the patient.